Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system hub was defective during the penetration. The catheter was being used on a patient with lung cancer and treatment was "delayed several minutes" as a result of the broken hub. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to the hospital due to the lung cancer. During penetration,it's noticed that needle hub broken and result in treatment delayed several minutes."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7290018. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system hub was defective during the penetration. The catheter was being used on a patient with lung cancer and treatment was "delayed several minutes" as a result of the broken hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to the hospital due to the lung cancer. During penetration, it's noticed that needle hub broken and result in treatment delayed several minutes".